Event description:
The initial reporter received questionable glucose results for one patient tested with an accuchek inform ii meter with serial number (B)(4) when they tested consecutively. The reporter stated that they received an error message so they retested. They could not specify the error message received. They checked the data management system and there was a result of 600 mg/dl. The initial result at 4:26 pm was "hi". The repeat result at 4:28 was 223 mg/dl.

Manufacturer narrative:
The customer performed qc and the results passed. They ran controls and linearity tests on the meter since the event and the results were within range. The customer received a "hi" message. Product labeling states: "the result is displayed as a numerical value, unless it falls outside the system measurement range. In this case, the message hi or lo is displayed." The reporter checked the data management system and there was a result of 600 mg/dl. Product labeling states: "critical range hi default: 600 mg/dl." The customer stated that they received an "error" message. Product labeling states: "all information, warning, and error messages displayed by the system are accompanied by a description and, if necessary, a possible solution. Take the action suggested on screen to resolve the problem." The strips are not available for investigation. The meter was requested for return. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
The product was not submitted for investigation. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The product was not submitted for investigation. If the product is returned in the future, a follow-up report will be submitted.